Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, multiparous ((B)(6) 1993, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2005, (B)(6) 2009, (B)(6) 2014), pleurisy, chest pain, shortness of breath, myalgia, asthma, pulmonary embolism, depression, pure hypercholesterolemia, pulmonary thrombosis and dyspnea. Concomitant products included budesonide;formoterol, ranitidine and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), allergy to metals ("allergy: nickel"), migraine ("migraines / headaches") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure remove on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, dyspareunia, headache, alopecia, gastrointestinal disorder and visual impairment had resolved and the dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, allergy to metals, hormone level abnormal, migraine and eye disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: headaches, hair loss, gi conditions, vision problems. Discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, multiparous ((B)(6)1 993, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2005, (B)(6) 2009, (B)(6) 2014.), pleurisy, chest pain, shortness of breath, myalgia, asthma, pulmonary embolism, depression, pure hypercholesterolemia, pulmonary thrombosis and dyspnea. Concomitant products included formoterol, ranitidine and salbutamol sulfate (albuterol sulfate). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), allergy to metals ("allergy: nickel"), migraine ("migraines / headaches") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure remove on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, dyspareunia, headache, alopecia, gastrointestinal disorder and visual impairment had resolved and the dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, allergy to metals, hormone level abnormal, migraine and eye disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: headaches, hair loss, gi conditions, vision problems. Discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes, migraines / headaches, vision/eye problems. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems") and allergy to metals ("allergy: nickel"). The patient was treated with surgery (essure remove on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, dyspareunia, headache, alopecia, gastrointestinal disorder and visual impairment had resolved and the dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for: headaches, hair loss, gi conditions, vision problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events apareunia, dysmenorrhea, abdominal pain, back pain, dyspareunia, rash/skin condition, psychological injury, uti, vaginal infection, vaginal discharge, headaches, hair loss, gi conditions, vision problems, device monitoring procedure not performed were added. Date of insertion and removal were added. Event outcome was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.